Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7126514/7130665.

Event description:
It was reported that the patient developed an infection at the ipg site. Symptoms of fever, redness, and chills were noted. The patient received two magnetic resonance imaging (mris) and both showed the infection as being superficial. The patient was prescribed antibiotics and the physician removed two cubic centimeters of infection. The patient underwent ipg explant procedure and the patient was reportedly doing well. Patient returned the explanted device to the hospital because rep was not present during procedure. Additional information was received that the patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and leads were discarded by the medical facility.

Event description:
It was reported that the patient developed an infection at the ipg site. Symptoms of fever, redness, and chills were noted. The patient received two magnetic resonance imaging (mris) and both showed the infection as being superficial. The patient was prescribed antibiotics and the physician removed two cubic centimeters of infection. The patient was reportedly doing well.